Event description:
Initially there was an implant complication and type ii leak and later an occluded left iliac limb which required intervention: 2001, wire caught on hooks and was resolved using a guiding catheter. Type ii endoleak. No intervention performed. In 2003, patient had occluded left iliac. Thrombus could not be removed with guidewires, so left retroperitoneal approach used. Performed a left ilio-iliac bypass, then cannulated left limb and thrombectomized it. A kink was found at origin of limb. Angioplasty and left stent placed and right stent placed as prophylaxis.

Manufacturer narrative:
Notification of events was received from the law firm as result of a claim.